Event description:
It was reported by service report that the siderails would latch intermittently, bumper strips were missing and there were sharp edges. No patient involvement or adverse consequences are reported.